Manufacturer narrative:
The insulation damage of the initial MDR report previously sent was only a suspected possibility but not an allegation and not confirmed, therefore, code not valid.

Event description:
Corrected information indicates the physician suspected the possibility the lead may have been damaged but there was no confirmation of any damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased capture threshold and pacing impedance noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.